Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the latest follow up the lead had switched to unipolar configuration due to the lead safety switch being triggered. A review of the data noted one high out of range pace impedance measurements recorded (B)(6) 2017. The values for the pace impedance measurements appeared within range in the unipolar and bipolar configuration at the latest follow up. An inquiry regarding the reason for the change in pace impedance measurements was requested from boston scientific technical services (ts). No adverse patient effects were reported. The system remains implanted. Ts noted the root cause of the chance in pace impedance measurements could be lead conductor fracture, under-insertion of the lead terminal, or axial/radial motion of the lead terminal's ring electrode within the pacemaker header. However, it was unable to determine the definitive root cause without data. Despite efforts the model/serial number of this product was not obtained.